Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced recurring incontinence with artificial urinary sphincter (aus) device implanted in 2006. Patient underwent a surgical procedure to explant the non working device. Physician removed an replaced all components.